Manufacturer narrative:
(B) (4).

Event description:
The pt was informed that her trial lead was sheared by a piece of bone in her vertebrae although this has not been confirmed as there could be the possibility that the lead was cut during removal. The lead was removed. The lead was given to risk mgmt for decontamination, and was going to be given to the pt. No pt outcome was available.